Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cradiosave intra aortic balloon pump had horizontal line across the upper display. There was no harm or injury reported.

Event description:
It was reported during the scheduled pm service visit that cardiosave intra-aortic balloon pump (iabp) had horizontal line accross the upper display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9(return to manufacture date), d10, e1(initial reporter, event site email), g1, g3, g6, h2, h6(type of investigation, investigation findings, component codes, health effect, impact codes, investigation conclusions), h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported a horizontal line appearing on the upper display. Resolution included replacing the upper display lcd xga assembly. As a precautionary service, the display seals and the assembly tether doppler wire were replaced, and the preventative maintenance was completed. Verification included running all tests in accordance with the manufacturers specifications, and all results were within the acceptable range. The failure analysis and testing department received the part with a reported failure of horizontal lines on the screen. The department performed a visual inspection and found damage on the upper area of the part. No horizontal lines were present, but there was a black spot located in the top left corner. A possible cause for this issue could be user error. The part is being retained in the failure analysis and testing department per procedure.